Event description:
A doctor, using a combination of our device cable and a generator, was burned during the use. The doctor sustained a small 2nd degree burn on his nose as reported by the end-user. The biomedical engineer said "the cord had an insulated stranded wire which had worn out from repeated flexing at the pencil insertion point." In conversations with the bmt, he stated that the cable was worn out and should not have been used. End-user confirmed this was not a fault of the device, but the device was worn out.

Manufacturer narrative:
End-user stated the device was a reusable device. He also stated that the device was worn out and should not have been used. No corrective action to be initiated by us, the manufacturer, at this time.